Event description:
It was reported that the ilet charging pad only functioned when positioned at a specific angle and the caregiver requested a replacement; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included no clinical effects. Outcomes included no impact to the patient and no need for medical intervention. Investigation included customer interview and review of device use and education. Investigation of this case revealed an observed failure of the charging accessory to charge consistently unless angled, consistent with a device component performance issue. It was concluded that the charging pad malfunctioned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.